Event description:
Customer reported a cartridge alarm on the pump, which triggered during attempts to resolve occlusions by filling the tubing. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support assisted the customer with loading a new cartridge using proper technique and resolved the issue. Cartridge replacements were sent to the customer as part of the resolution. Additionally, the customer was advised to continue using the current pump until a replacement arrives due to the ongoing occlusion alarms, which occurred multiple times per day during bolus.